Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic bilateral salpingo oophorectomy, an end tone, indicating a completed seal cycle, was heard although a seal was not completed. No stream was observed from seal area and signs of sealing were absent. This occurred on several seal cycles and the device was replaced as a result. There was no pt injury.